Manufacturer narrative:
H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of product damage cannot be determined since no product was returned and insufficient clinical details were provided.

Manufacturer narrative:
B5: added additional information. D6b: added explant date.

Event description:
It was reported that the customer observed a purge leak at the sidearm since overnight. The pf remains 10 but the pp varies between 300's and 600's. No reported alarms related to the purge at this time. Informed that placement signal has also gone out. Pump has been in for 40 or more days. Patient reported stable. The patient survived explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a the impella 5.5 sterile sleeve tore and disconnected distal to the lock. It was recommended to use betadine and tegaderm to repair the damage. No patient harm was reported.

Manufacturer narrative:
B5: added additional information. H6: added a0709 and a050401.

Event description:
The device exhibited placement signal not reliable alarm-loss of placement signals. Additionally, a leak distal to the purge filter was observed. The patient was reported as stable.